Event description:
On (B)(6) 2014, cormatrix cardiovascular received user facility report (B)(4) detailing an event involving the use of cormatrix ecm for cardiac tissue repair as indicated below. It was reported that the cormatrix ecm for cardiac tissue repair was used to augment the mitral valve anterior leaflet in a (B)(6) male pt in (B)(6) 2013. A large ventricle hole was noted in the middle of the patch. The patch was explanted in (B)(6) 2014.

Manufacturer narrative:
The device was not returned for eval. Cormatrix has contacted risk management as well as the implanting surgeon at the user facility to request add'l info regarding the implantation procedure and details surrounding the event. To date, no add'l info has been provided.